Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Evaluation of the returned device found the fiber bonding in the outer tube area is damaged and the r-unit is broken and therefore the image is green. The video cable was broken, which caused the image loss. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension in the area of the charged coupled device (ccd) holder assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer c-holder to bumper sleeve, unacceptable tension in the area of the ccd w. Holder assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined, pre-existing damage to the ccd w. Holder assembly due to using a suboptimal adhesive device. Image outage: the cause is very likely wear and tear. Damaged light-guide fiber composite: this issue is most likely attributable to incorrect handling by the user, more specifically subjecting the device to external force. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, displays a green haze and the image occasionally disappears. The issue was found when preparing for use. There were no reports of patient harm.